Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a new device implant far r wave oversensing was observed when the leads were connected to the device. Programming changes were made however oversensing was still noted. The device remained implanted and monitoring will continue. The patient condition was stable throughout the procedure.